Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was partially deployed and it was noted that the cap had partially come away from the t-connector. On closer examination a piece of a rubber glove was caught between the stainless steel shaft and the cap of the t-connector. The t-connector had been retracted along the stainless steel shaft. During analysis it was not possible to further retract the t-connector in order to retract the outer sheath and deploy the stent due to a restriction caused by the piece of rubber glove caught between the stainless steel shaft and the cap of the t-connector. Information received from boston scientific (bsc) galway operations states that no gloves of this yellow colour were used during the manufacture of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probuble root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a carotid wallstent monorail 8.0-21 had a piece of the delivery system break off. Additional information has been requested and is not available.

Event description:
It was reported that a carotid wallstent monorail 8.0-21 had a piece of the delivery system break off. Additional information has been requested and is not available.